Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient subsequently died due to a hypoxic brain injury sustained from the cardiac arrest. Prior to the patient's death an x-ray noted that the right atrial (ra) lead may have possibly displaced. It was noted that the left ventricular (lv) lead was not pacing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an implant procedure the left ventricular (lv) lead exhibited loss of capture and the patient experienced neck and chest pain. A cardiac ultrasound demonstrated a pericardial effusion with right ventricular (rv) collapse. A pericardiocentesis was performed immediately. A computerized tomography (CT) scan was suggestive of a rv perforation and tamponade was noted. The patient was transferred to an ambulance to a cardiothoracic center. The patient suffered asystole and pulseless electrical activity arrest in ambulance before leaving implant center. The patient was returned to the emergency department and two pericardial drains were placed. The patient was transferred to cardiac theater and a sternotomy was performed. The surgeon reported no obvious perforation site but the rv lead tip could be palpated through the rv muscle and a small blood "ooze" was noted at the site. There was a visible clot around the coronary sinus and the helix of the lv lead was visible on the surface of the coronary vein. Patches were placed on endocardium at the rv site and posterior surface of heart near coronary sinus. The patient was admitted to intensive care unit, where they remain intubated and a do not attempt cardiopulmonary resuscitation order was placed. The tachycardia therapies were programmed off. The rv and lv leads remain in use. No further patient complications have been reported as a result of this event.